Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2009 alleging that one touch ultralink failed the control solution test. Prior to the failed test, the patient was feeling shaky. It is unknown specifically when the symptoms began. The patient denied receiving treatment due to the failed control solution test. No blood glucose results were reported. According to the troubleshooting performed with the csr, the reported issue was not resolved. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the control solution test failed and the patient did not receive any form of medical intervention. However, this complaint is being reported because the reported issue was not resolved with troubleshooting. Replacement products were still sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.